Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that patient underwent a knee arthroplasty revision due to allegations of loss of range of motion.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2016-03209, 0002648920-2016-03210, and 0001822565-2016-03630. Concomitant medical products: femur cemented cruciate retaining (cr) standard right size 6, catalog # 42502606002, lot # 62343366; tibia cemented 5 degree stemmed right size e, catalog# 42532007102, lot number 62485670. Complaint was evaluated and the reported event was confirmed through review of operative notes received. Operative notes from implanting surgery state that the seating and fit for all the components was excellent. The range of motion was also great and that the patient was taken to the recovery room in stable condition. The revision operative notes state there was extensive scare tissue and some heterotopic ossification. Neither femoral or tibial components were noted for being loose when removed; however, the tibial component noted to come out relatively easily, leaving the entire cement mantle behind. Device history records were reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Per the packaging inserts associated with the devices, "poor range of motion" is a known adverse effect of this procedure. However, a root analysis cannot be accurately determined. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.